Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified mid circumflex coronary artery that was 90% stenosed. Pre-dilatation was performed with a 1.5 x 12 mm unspecified balloon at 12 and 14 atmospheres. A 3.0 x 48 mm xience xpedition stent implant was then successfully deployed at the lesion. Post-dilatation was performed with a 3.0 x 15 mm nc balloon at 16 atmospheres, however a proximal edge dissection was noted. A 3.5 x 23 mm xience prime was used to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.